Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: 'broken screen' injury/adverse reaction: no stopped active infusion: no a preliminary review of the logs identified the following issue: mechanical hardware failure (screen, no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for no touchscreen input functionality. The lcd touchscreen is damaged and infusions can not be run on this device due to this damage. The functionality of the touchscreen can not be confirmed due to the damage. The device was opened to inspect for internal damage. No internal damage was identified.